Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over-infused during therapy. Per customer "ceftriaxone abx 2g/100ml in 0.9 nacl set to run over 20minutes via secondary bag, pump ran medication over 8 minutes until line was fully dry. Pump beeping off due to air in line". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a review of the event history log revealed air-in-line messages.

Manufacturer narrative:
Additional information: d4, h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.